Event description:
It was reported that there was a burr detachment. A rotapro 1.50mm was selected for treatment of the target lesion. During the procedure, the tubing had become disconnected from the burr. The device was exchanged and there were no patient complications.